Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels read "high" (>400 mg/dl) while wearing the pod between 36 and 48 hours. Symptoms reported include vomiting, fatigue and stomach pain. The pod was removed at the hospital and was discarded; the patient was admitted to the intensive care unit (ICU) and treated with slow drip insulin intravenously. The patient was released after 3 days. Patient's mother also reported skin irritation at site following pod removal, adding that this is common and treated with benadryl (over the counter medication).